Event description:
The patient reported a decrease in symptom relief to the managing physician, who then referred her to an enterra surgeon for evaluation. During the surgical procedure, it was noted that the leads of the enterra device were twisted upon themselves several times, appearing tightly coiled together.